Event description:
It was reported that the pump battery was unresponsive. As a result, the customer experienced an elevated blood glucose (bg) level above 700 mg/dl and had a ketone level that was identified as life threatening by the healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit where they were treated with intravenous fluids of saline and insulin and potassium. Treatment resolved the issue without any permanent damage or injuries to the customer. The customer had not been released from the hospital at the time of troubleshooting, and multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. No additional information was obtained.